Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that lead dislodgement due to twiddler was observed. The patient was in atrial fibrillation and caused fast sensing on the ventricular channel. The atrial events were leading to an inappropriate shock. The lead was explanted and replaced. No consequences for the patient, patient is doing well.